Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters for critical ram parity error, addr=17f0, data=89, on (B)(4)-2011. Patient alert for device circuit error on (B)(4)-2011. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported the device had an electrical reset during the patients radiation therapy. It was noted that radiation therapy is going to continue for several more weeks. Instructions were provided for reinstalling software and to charge the capacitor; the device parameters were not changed. The device remains in use. No patient complications have been reported as a result of this event.